Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer declined to check blood glucose (bg) level at the time of the report. There was no reported impact to bg levels. Reportedly, manual injections would be used for alternate insulin therapy.